Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber and a full cartridge of insulin spilled into the chamber. The pt was assisted with switching to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.